Manufacturer narrative:
This foreign report is being submitted (B)(4) 2013, for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tbrush med). This closes out this report unless additional follow up information is received.

Event description:
Initial spontaneous report was received on (B)(6) 2013 from a consumer (age and gender unspecified) reporting on self from (B)(6). Follow-up information received on (B)(4) 2013 confirmed that the product involved in this report was identified as same/similar to a us device product. On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, lot number 05412sg h1, frequency and expiration date unspecified). Within a couple of weeks usage, the handle of the toothbrush snapped in two pieces from the soft rubber on the handle. This report had no adverse event. The action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.